Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The customer had symptoms of nauses and vomitting prior to hospitalization. Troubleshooting was performed and the pump did not pass per specifications. The mother stted the md and the educators think the pump is at fault. The customer stated the set was changed three to four times on the day blood glucose levels remained high.